Manufacturer narrative:
The investigation for the pump not detected issue has been completed. No product or logs were returned for evaluation. Clinical noted an "impella defective" alarm on both aic connected to pump. The root cause of the pump not detected cannot be determined as no product or logs were returned. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cp states the following: section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ added- h6 impact code 4629. B1-removed adverse event. B5-narrative for the MFR #1220648-2024-15062 included the adverse event of access site bleed that was resolved with figure 8 suture and direct pressure. However, the access site bleed has been captured and filed under MFR #1220648-2024-16048. H1-type of reportable event changed to malfunction. H6-clinical code 1888 changed to 4582. H10-instructions for use referenced in the initial report is no longer applicable to this MFR.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the impella cp alerted defective catheter during setup. Setup was attempted on 2 separate automated impella controller¿s, but received the same alert. This pump was never inserted and it was abandoned. The case continued with a new impella cp. Additionally, the pump was never inserted, however the introducer from this pump kit was used. When the 14fr sheath was removed and the repo sheath was advanced, there was access site bleeding. A figure 8 suture was placed and direct pressure was applied.